Manufacturer narrative:
Other, other text: review of pictures and returned devices confirmed the issue. It was determined that the labels printed for a different lot were applied to the lid of a sealed tray with a different device inside the tray. D5 operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the label and the product inside do not match. No patient injury was reported.